Event description:
Device malfunction: none. Symptoms ae: stroke. Time of symptoms/ae: post procedure. It was reported that approximately 8-9 hours post left internal carotid artery stent implantation, the pt complained of blurred vision. The neurologist diagnosed the event as stroke and plavix and aspirin were given. Reportedly, the symptoms improved the next day and the pt was discharged to home in 2008. Though requested, no add'l info was provided. Study event.

Manufacturer narrative:
The customer reported the stent remains in the pt. The lot number was provided. A review of the device history record revealed no non-conforming materials reports associated with this lot number.